Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2018 that the patient was admitted for a gastrointestinal bleed. Esophagogastroduodenoscopy (egd) was unremarkable and colonoscopy confirmed the bleeding to be one colonic angioectasia in the cecum. Patient had syncope, drop in hemoglobin (hgb) and melena. Patient was transfused 2 units packed red blood cells. The colonic angioectasia was treated with argon plasma coagulation. Anticoagulation and aspirin was held, patient was given pantoprazole. Subject¿s melena was largely resolved and hgb was stable. Subject was discharged home.